Event description:
The physician deployed an 8mm diameter x 40mm length complete se (self expanding) peripheral stent in a pt to treat a lesion in the right iliac that exhibited 50% stenosis and was eccentric and diffused. It was reported that the stent jumped to abdominal aorta spontaneously, therefore an additional complete se stent was deployed in the common iliac. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation codes: results: (root cause of the reported event cannot be determined). Evaluation: results: no conclusion can be drawn (root cause of the reported event cannot be determined).